Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 16 days after the dental implant was installed in intraoral region # 9 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was performed. Patient presented bone type iii.